Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing a difference between the blood glucose readings and the sensor glucose readings. Customer's blood glucose reading was noted to be 110 mg/dl and the sensor was reading 60 mg/dl. Customer mentioned that the threshold suspend should be able to go down to 50 mg/dl. Customer has been using expired sensors. No further information reported.